Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to result in a leak. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a homechoice cassette during dwell seven of nine of peritoneal dialysis therapy. The patient noticed the area around the device was wet. The patient stated that a ¿loose joint¿ (the heater bags and heater line) was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.